Manufacturer narrative:
Universal modular electric/battery double trigger handpiece, part number 89-8507-400-10, serial number (B)(4) was returned for complaint investigation. Visual and functional tests were performed. Upon receipt, it was confirmed that the locking system between handpiece and aseptic transfert kit housing (atk) was defective, the motor was noisy, the motor flange was unstuck and the motor wires were damaged. Potential traces of corrosion were noticed on the front face guide, battery buttons and battery locking pins. However these defects did not confirm the event reported by the customer as the device was working upon receipt. As repair, the motor, the battery buttons, the battery locking pins, the front face guide, the motor wire kit and the battery support that make connection with atk were replaced. Then, the device passed all final tests and was returned to the customer.

Manufacturer narrative:
The device was not returned to the manufacturer at the date of this report. A follow-up medwatch will be submitted once the investigation will be completed.

Event description:
It was reported that the device did not work at all. The event occurred during surgery and there was a short delay but the delay is unknown. There was no harm reported to patient or operator.